Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, non-sustained right ventricular oversensing due to a post-paced t-wave oversensing (pptwos) was noted on the device. The device was re-programmed to resolve the issue. The patient was stable with no adverse consequences.